Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the physician that the 2088tc leads consistently exhibited high capture threshold at implant. Specific patient information was not reported.